Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported power error. The customer¿s blood glucose was 245 mg/dl. Customer was going to treat high blood glucose level with a manual injection. The customer stated that the internal power source in the pump is unable to charge. Customer has previously called to report power error detected. Customer reported that power error detected did not recur within a week of troubleshoot previous occurrence. The customer was advised and explained the troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
Pump not received stuck in manufacturing mode. Pump trace download analysis confirmed the pump alarmed power error 25 alarm. The power management tool confirmed power error 25 alarm was triggered battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance on the printed circuit board. After disconnecting and reconnecting the internal battery connector on the printed circuit board, the pump was monitored and functioned properly. Unit was received with cracked battery tube threads, cracked case along the side of the battery tube, scratched case and minor scratched lcd window.